Manufacturer narrative:
The reported events were lead dislodgement and cardiac stimulation. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was partially extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was noted that the atrial lead had dislodged and pulled back into the superior vena cava. The atrial lead was explanted and replaced. The patient was stable throughout with no complication.